Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, d10, h2, h3, h6, h11 corrected fields: d8 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing thixotropic adhesive around the light guide cover/forceps cover. A root cause could not be identified for the us image dropout. Based on the results of the investigation, it is likely the following led to the malfunction: due to multiple full broken elements. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Regarding the missing adhesive, a root cause could not be identified. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrovideoscope had an image drop out. There were no reports of patient harm.